Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the ultrasound probe loosening could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope had a loose transducer. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope had a loose transducer. There were no reports of patient involvement.